Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. As no lot number was provided no review of device history records could be conducted. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that yesterday, the person with diabetes (pwd) experienced a rise in blood glucose levels and began feeling ill, presenting with nausea and vomiting. Upon inspection, the pwd discovered that the plastic component of the infusion set had completely detached from the adhesive piece on their body, resulting in a cessation of insulin delivery. Although blood glucose levels were increasing, they did not exceed 240 mg/dl. The pwd replaced the infusion set and subsequently went to the emergency room, where intravenous fluids were administered due to the severity of symptoms. Ketones were detected during the ER visit. The pwd expressed concern that there may be a defect in the current lot of cleo 90 infusion sets, as a similar issue had occurred previously. The operator of the device was a lay user. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.